Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial#: (B)(4), description: avista MRI perc lead kit, 56 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that after the implant procedure the patient had an infection that has been cleared up. Symptom was drainage. The physician believed that the infection was related to spinal stenosis surgery. The patient was prescribed antibiotics.

Event description:
A report was received that after the implant procedure the patient had an infection that has been cleared up. Symptom was drainage. The physician believed that the infection was related to spinal stenosis surgery. The patient was prescribed antibiotics.